Event description:
It was reported that the customer was hospitalized due to an infection where the sensor was inserted. The caller stated that it was cellulitis per the hospital paper work. The caller stated that the customer's blood glucose levels were greater than 400 mg/dl prior to being admitted. It was stated that the customer had inserted the sensor, but it did not go in all the way. The customer put a band aid over it to keep it in place, but over time the site got sore and eventually infected. The customer wore the sensor for two days before finally removing it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.